Event description:
The customer reported that the device failed to shock. The customer reported the incident took place during training. There was no indication of patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.